Event description:
It was reported there was a power on reset (por) condition. The message was suspected to be related to heart surgery in (B)(6) 2014. The patient was not sure when the device stopped working, but thought it was a couple of months ago. The patient used the battery on a limited basis. The manufacturer representative (rep) was going to reprogram the patient due to default settings set by the por. The patient was doing fine after the first reprogramming and the patient left stimulation off at the end of the appointment. The longevity reading stated 18 months. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension; product ID 7425, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6)2010, product type: implantable neurostimulator; product ID 7434a, serial# (B)(4), product type: programmer, patient; product ID 3587a, lot# l89295, implanted: (B)(6) 2001, product type: lead. (B)(4).

Event description:
Additional information received reported that the power on reset (por) had been cleared but no code was known. Impedance values had been checked and all were in range. The patient was stated to be doing fine and was receiving relieving therapy. No further follow-up was required at this time as all known information was provided.